Event description:
A surgeon reported two patients diagnosed with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. The surgeries occurred on the same day and performed by the same surgeon. The patient's symptoms were noted on post-operative day one. Associated complications include iritis, hypopyon, extensive posterior synechiae and coagulum in the anterior chamber. The patient was treated with topical and subconjunctival injections of mydriatics and steroids. The surgeon reported the event resolved with treatment. The surgeon also indicated the device did not cause/contribute to the event. No cultures were taken. In a follow up, the surgical technician reported both patients are "doing fine, with no problems" after the postoperative treatment. Additional information has been requested. There are two medical device reports associated with this event. This report is for the second of two patients.

Manufacturer narrative:
Evaluation summary: the complaint sample was not returned by the reported facility. Product history records could not be reviewed for the iol or the delivery system because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. Additional information was requested on (B)(4) 2011 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).